Event description:
An elevated advia centaur xp vancomycin result was obtained on a redraw sample and considered discordant when compared to the initial sample result. The physician questioned the redraw sample result. Repeat testing was performed on the redraw sample and the results were lower. Repeat testing was then performed on the initial sample and the results were lower. A corrected report was forwarded to the physician. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp vancomycin result.

Manufacturer narrative:
The cause for the discordant advia centaur xp vancomycin result is unknown. Quality controls are within range. No additional discordant results have been reported. The customer has declined service at this time. The instrument is performing within specification. The IFU in the expected results section: "as with all therapeutic agents, vancomycin concentrations must be evaluated in conjunction with the complete clinical profile to provide effective therapy."